Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on 10/24/2025 00:00:00.000. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. In further review of the formatted history file 2 days prior to the event date of 24-oct-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 10/23/2025 21:48:19.000 to 10/23/2025 21:59:32.000. 10/23/2025 22:00:28.000 to 10/23/2025 22:49:06.000. 10/23/2025 23:00:36.000 to 10/23/2025 23:17:32.000. 10/24/2025 00:06:06.000 to 10/24/2025 00:06:14.000. Failed battery alert/battery failed alarm was found on: 10/23/2025 21:49:03.000 to 10/23/2025 21:59:31.000. 10/23/2025 22:00:27.000 to 10/23/2025 22:57:53.000. 10/23/2025 23:00:42.000 to 10/23/2025 23:17:32.000. 10/24/2025 00:06:09.000 to 10/24/2025 00:06:13.000. Pump error 23 alarm was found on: 10/23/2025 22:48:05.000. Power loss alarm was found on: 10/23/2025 22:30:04.000 to 10/23/2025 23:48:51.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no/low power battery. Unable to test for failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm were unknown. Pump error 61 alarm was found on: 10/23/2025 21:46:16.000, 10/23/2025 21:56:00.000. 10/23/2025 22:36:21.000, 10/23/2025 22:51:39.000. Pump error 53 alarm (filenumber 14 linenumber 1232) was found on: 10/23/2025 22:33:09.000, 10/23/2025 22:43:01.000. 10/23/2025 22:48:02.000. Unable to test for pump error 61 alarm (stuck key alarm) and pump error 53 alarm (filenumber 14 linenumber 1232) due to critical pump error (open book image) alarm. Pump error 61 alarm (stuck key alarm) and pump error 53 alarm (filenumber 14 linenumber 1232) were unknown. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 35 alarm (a broken force sensor was detected during seating or regular delivery). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.